Manufacturer narrative:
A polarcup trial insert, navigation 22/63 was returned for investigation. Review of the production documentation did not find any deviation from standard operating procedure which could explain the reported failure. The complaint history review did not reveal other complaints concerning devices of the reported batch. Visual inspection of the returned device confirms damage. Based on the conducted investigation the root cause of the failure could not be determined conclusively. Further investigations have been initiated to better understand the issue. The reported device will be discarded.

Event description:
It was reported that a piece broke off the while trialing during surgery. No significant delay was recorded. Backup was available.